Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise on the rv channel. During the revision procedure, a connection issue was found and resolved. The lead and device remain in use. No patient complications have been reported as a result of this event.